Event description:
It was reported that the patient experienced a hypoglycemic event while in bg run mode with inability to obtain continuous glucose monitoring readings, during which the patient reported feeling confused and unable to manage their condition. The patient attempted troubleshooting by rescanning and changing sensors but remained without glucose data and did not have access to a fingerstick measurement. Symptoms included confusion/disorientation. Outcomes included recommendation to seek medical evaluation; however, no confirmation of emergency medical services involvement or hospitalization was obtained despite multiple follow-up attempts. Investigation included communication with the patient and repeated attempts to obtain additional information, which were unsuccessful. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.